Event description:
Patient representative reported left side device rupture, enlarged lymph nodes, capsular contracture, baker grade unknown, breast pain, and tenderness. Healthcare professional confirmed capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient representative reported left side device rupture, enlarged lymph nodes, capsular contracture, baker grade unknown, breast pain, and tenderness. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture and capsular contracture, baker grade unknown